Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe tip broke off when disconnecting the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "when disconnecting the syringe, syringe tip broke off in the tap".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-08-16. H6: investigation summary one sample of an unknown lot was provided to our quality team for investigation. Through visual inspection, the tip is observed to be completely detached from the syringe, no other visible defects can be observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on the available information and sample evaluation, we are not able to determine a root cause related to our manufacturing process at this time. It is likely the break occurred due to over screwing of the device during use. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe tip broke off when disconnecting the syringe. The following information was provided by the initial reporter, translated from french to english: "when disconnecting the syringe, syringe tip broke off in the tap".